Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor caller reported that the patient has been having some issues with it and it was not working properly. Patient health care provided told patient to follow with mdt technician. No troubleshooting was performed due to lack of access to product at the time of the call. Patient was redirected to follow up with mdt rep. An email was also sent to mdt representative to follow up with patient. No further complications were noted or anticipated.